Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the daily measurements noted high, out of range impedance measurements for approximately one year. Noise was also noted and able to be reproduced. As the patient was minimally paced in the atrium, the physician elected to continue to monitor the ra lead. Atrial tachycardia response was programmed off. No adverse patient effects were reported.

Event description:
Subsequent information was received that this device and ra lead were removed from service. No additional adverse patient effects were reported.